Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: six complaint rt021 catheter mounts were received at our regional office in (B)(6). Photographs were provided by our office, showing the damage to the devices, and these were visually inspected. Results: visual inspection of the photographs revealed that in all cases the tubing cuff of the catheter mount had split at the connector end. Conclusion: we are unable to determine the cause of the observed damage. All rt021 catheter mounts are pressure tested prior to being released for distribution. Any catheter mount with a split tube would have failed the pressure test. This suggests that the returned catheter mount were damaged after they were released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: - check all connections are tight before use, - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported that the tubing of six rt021 catheter mounts had "split around the connections". There was no patient consequence.